Manufacturer narrative:
The device evaluation was completed on 10/1/2020. It was reported that a patient underwent an atrial flutter right (r-afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where brim cap detachment occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prior to insertion, the orange hub broke off. The dilator was inserted correctly into the hub of the sheath per the physician. The brim cap (orange cap) became detached from the sheath. It was prepped correctly but by the time the physician wanted to use it, it was damaged. The sheath was not inserted. The sheath was exchanged and the issue was resolved. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer related with brim cap detached cannot be confirmed; however, an issue related with valve dislodged was found. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where brim cap detachment occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium prior to insertion, the orange hub broke off. The dilator was inserted correctly into the hub of the sheath per the physician. The sheath was exchanged and the issue was resolved. The brim cap (orange cap) became detached from the sheath. It was prepped correctly but by the time the physician wanted to use it, it was damaged. The sheath was not inserted. The issue was assessed as an MDR reportable brim cap detachment issue. The biosense webster inc. Product analysis lab received the device for evaluation and on september 24, 2020 it was observed that the hemostatic valve was dislodged inside of the hub. The returned condition was assessed as an MDR reportable hemostatic valve separation issue. The awareness date for this lab finding is september 24, 2020.